Event description:
The healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke (ais), the complaint device, a 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 0000201525) was used; it was reported to have ruptured during the procedure. A continuous flush was maintained during the procedure. A trevo trak microcatheter (stryker) was also used during the procedure. There was no report of any negative patient impact. On 25-sep-2023, additional information was received. The information confirmed the lot number of the device (0000201525) and included the initial reporter information. It also indicated that no further information is available at this time.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (0000201525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned emboguard device identified kinking of the shaft at approximately 223mm, 613mm and 885mm from the distal tip of the emboguard device. Flattening of the device was also observed between 8mm and 37mm from the distal tip, though none of this damage was reported in the complaint event, and therefore is deemed unrelated. No further damage was noted at any other locations along the device shaft. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that only a 0.038-inch guidewire could be advanced past the initial kink with little resistance. The complaint report detailed that the balloon was ¿ruptured during the procedure¿ after an attempt was made to inflate the balloon at the occlusion site. The returned emboguard device could not be successfully inflated. A hole was identified in the balloon material. From the review completed this defect would have been apparent during the balloon preparation step as per the emboguard instruction for use (IFU), thus, it is concluded that the rupture occurred post preparation of the device, potentially during insertion into or tracking through the patient¿s anatomy or upon inflation in the target vessel. A recreation of the complaint event could not be performed based on the details provided in the complaint report (i.e. Details regarding method of insertion, accessories used, patient anatomy). A review of the manufacturing documentation associated with this lot (0000201525) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Investigation conclusion: the returned emboguard device shows visible damage (kink) at approximately 223mm, 613mm and 885mm from the tip. Flattening of the device was also observed between 8mm and 37mm from the distal tip. The kinks on the shaft observed on the returned unit were not reported as part of the complaint details and are therefore considered unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These kinks may have been caused by device manipulation and shipment post the complaint event. The complaint report detailed that the balloon was ¿ruptured during the procedure¿ after inflation was attempted inside the patient¿s body. The balloon on the returned emboguard device could not be inflated. A hole was identified on the balloon material of the returned emboguard device. Therefore, the complaint event is confirmed. The balloon rupture was potentially caused during insertion into or tracking through the patient¿s anatomy or upon inflation at the target vessel. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-oct-2023, and to report that the product was also received in the product analysis lab on 18-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. [Additional information]: on 18-oct-2023, additional information was received. The information indicated that the emboguard balloon catheter was inflated once during the procedure. The emboguard balloon catheter ruptured on the first inflation. Per the information, ¿ the emboguard was inflated with no problem out of the patient body during preparation, but balloon ruptured on the first inflation inside the patient body.¿ there was no use of a peel-away sheath. The procedure was successfully completed with the replacement balloon catheter, an 8fr optimo¿ balloon guide catheter (tokai medical products). The physician did not provide further information. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.